Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification & expiration date - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient enrolled in clinical study underwent left total elbow arthroplasty procedure on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2013, due to loosening of the medial condyle screw. The condyle screw was removed and replaced.